Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.25x18mm sierra stent delivery system referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery. A 2.25 x 15 mm xience sierra stent was implanted without issue. Next, a 2.25 x 18 mm xience sierra stent delivery system (sds) was advanced but failed to get to the lesion as it interacted with the stent struts of the implanted stent, resulting in flaring of the stent struts of both stents. The device was removed without issue. Another stent was successfully implanted. The implanted 2.25 x 15 mm xience sierra stent required additional post-dilatation due to the flared struts. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.